Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced during generator change out due to normal eri. The lead exhibited undersensing anomaly. No further information is available.